Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not lasting. The customer¿s blood glucose level was 185mg/dl at the time of the incident. Customer stated the battery has to be changed frequently. Customer was assisted with troubleshooting. The customer mentioned that was the second occurrence after trouble shooting within 1 week. The device will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, active current measurement and self test. Unit received with high sleep current measurement due to moisture damage on all electronic assemblies. Unit received with corroded force sensor assembly and moisture damage on motor assembly.